Event description:
It was reported that right hip revision surgery was performed due to pain, also suffered a significant reaction to the metal on metal hip implant with discoloration, hypertrophy and necrosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head was removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup + head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup + head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The intraoperative findings of discoloration, hypertrophy, and necrosis of the synovial lining are consistent with findings associated with metal debris however, without the supporting lab results, imaging, and the analysis of the explanted components, the root cause of the reported pain and intraoperative findings of discoloration, hypertrophy, and necrosis of the synovial lining cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.